Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review showed a no external power event was recorded on (B)(6) 2024 at 20:00:39 while attempting to switch from battery power to mobile power unit (mpu) power. A no external power event was recorded on (B)(6) 2024 at 20:03:41 while connected to mpu power. This was likely caused by power to the mpu being briefly interrupted. The motor continued to maintain its set speed until a driveline disconnect event was recorded at (B)(6) 2024 at 20:05:50. Log files from a current primary system controller showed mostly controller clock corrupt events until the controller clock was set at (B)(6) 2024 at 13:12:38.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a loss of external power on the system controller (hsc-111500) and a system controller exchange were confirmed via log file analysis. Log file data from the event dates of 23nov2024 - 25nov2024 was reviewed. On (B)(6) 2024 at 20:00, both power cables were disconnected from battery power during a routine power source exchange, activating a no external power alarm. The alarm resolved at 20:01 when the controller was connected to the mobile power unit (mpu). This sequence of events is consistent with dual disconnect of the power leads due to user error. The backup battery supported the system during this time as intended, and there was no interruption to pump function due to the loss of external power. On (B)(6) 2024, from 20:03 to 20:05, several no external power alarms activated due to losses of external power while connected to the mpu, which are addressed by the mpu investigation. On (B)(6) 2024, at 20:05, the driveline was disconnected from the controller. At 20:08, the driveline was reconnected to the event controller, but was disconnected again at 20:09. There was no indication of an issue with the system controller in the data reviewed, and the backup battery supported the system during this time as intended. There were no other notable events captured in the log file. Attempts were made to obtain additional event information, but no response was received. No product was returned for analysis. The root cause of the reported event of a no external power alarm on (B)(6) 2024 was determined to be caused by user error in both power cables being disconnected at the same time. The root cause of the system controller exchange was unable to be determined via this investigation. Heartmate 3 instructions for use (rev. G) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The heartmate 3 patient handbook (rev g - section 2 ¿how your heart pump works¿) explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. This section also instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are instructed to connect the backup controller to a power source before exchanging controllers. It also states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Heartmate 3 instructions for use (rev. G) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. G) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook (ev. G) and heartmate 3 instructions for use (IFU) (rev. G) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.